Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that the device alarms air-in-line with or without visible air noted. Clinical practice consultant reviewed best practices for reducing air-in-line alarms, location of air-in-line detector and IV set loading with clinicians. This was reported to bd representatives during site visit. There was patient involvement but no harm.